Manufacturer narrative:
Device evaluation update: g4, h2, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to user fault - mainboard blower controlling hardware lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Technical support initiated device repair. After the device repair, no updates received from the customer.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files downloaded on january of this year shows that no blower failure alarm or blower test results were visible. The latest log files provided by the customer are of june records and it shows that high blower temperature alarms were triggered on the device. It is also visible that the temperature rise to 139.9 degree celsius. After the unit start up, blower failure alarm was active and it was determined that the most likely cause of the issue is the defective main electronics due to high temperature. Investigation is still ongoing. Blower and main electronics is for replacement. A separate report submitted under manufacturer reference (B)(4) for the blower failure issue.

Event description:
The customer reported of main electronics failure due to high temperature on the bellavista 1000. Furthermore, there was no patient involvement associated with the event.